Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed air in line error. There was no patient involvement.

Event description:
It was reported that the device displayed air in line error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated issue of ¿ail error¿ failure was not confirmed; however, the system was identified with a faulty patient side pressure sensor. On 21jan2025, the pump module was received unboxed and with paperwork. No physical damage, cosmetic damage, or label damage was observed with the device. An internal visual inspection of the source device did not identify any obvious issues with the ail assembly, or connections. Testing demonstrated the pump module ail is operating as intended. The pump module will be returned to bd san diego repair center for normal processing and replace the faulty patients side pressure sensor. The report of the investigation to be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.